Event description:
It was reported that the user¿s pump screen was not turning on and displayed a dark screen, with additional indications including a flashing red led around the wake button and accompanying beeping and vibrating. There was no reported impact on the customer¿s blood glucose level. The pump, which was under warranty, was replaced, and the customer was informed of the replacement procedure. The customer declined to share information about the backup therapy. Instructions were provided to return the faulty pump to tandem within 10 days using a pre-paid return label.